Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a native annulus, a balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. During the implant attempt, the valve was under-expanded. The valve was recaptured and an infold was noted. It was reported that the valve was recaptured three times due to positioning and under-expansion. The system was removed and a second bav was performed. The valve was attempted to be reloaded due to concern of blood clotting on the valve during the recapture. The valve was rinsed with normal saline and heparin but red color was still noted. It was unable to be determined if the valve was clotted. Subsequently, the valve was replaced with a new one. A post-implant bav was performed with a 22 mm non-medtronic balloon. Calcification might have contributed to the expansion issues. It was reported that act (activated clotting time) levels were maintained above 250 seconds and the procedure lasted about 70 minutes. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-16 (lot: 0010622390); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Image review: no video image was provided to confirm or deny a good valve load. Video images provided show a blood stained valve that was described to have been removed from the body after 3 failed attempts to achieve valve frame expansion during the deployment. A balloon aortic valvuloplasty (bav) was reported to have been performed using a 20 mm balloon prior to the attempted valve deployments. A second video provided shows the valve being deployed to approximately 80% with incomplete frame expansion clearly seen. A third video provided confirms the infold reported with clear visualization of the infold throughout the frame as the fluoroscopic tube is being rotated. It was unable to be determined if the valve was clotted.¿ it is important to note that per the device instructions for use (IFU) ¿ ¿if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components.¿ it was reported in the that a second valve was implanted and a post-implant bav was performed with a 22 mm non-medtronic balloon. Calcification might have contributed to the expansion issues. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that calcification might have contributed to the expansion issues. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Based on the available information, the presumed infold appears to have occurred as the valve was being recaptured. A pre implant bav had been performed, however, it is unknown if a post bav had been performed. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Based on the provided images of the valve, there was evidence of blood contact, however, there was no indication of blood clotting. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.